Event description:
It was reported during a procedure to replace the pt's lead (reference MFR report: 1627487-2013-15334), the physician was unable to implant the lead due the amount of scar tissue present. The physician elected to explant the pt's scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.